Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for several patients. The results provided were: on (B)(6) 2026 sid (B)(6), initial=3.68 mmol/l /repeated on alinity (B)(6) =0.80 mmol/l sid (B)(6), initial=3.10 mmol/l /repeated on alinity (B)(6) =0.88 mmol/l sid (B)(6), initial=2.47 mmol/l /repeated on alinity (B)(6) =0.80 mmol/l sid (B)(6), initial=2.92 mmol/l /repeated on alinity (B)(6) =0.92 mmol/l sid (B)(6), initial=2.60 mmol/l /repeated on alinity (B)(6) =0.76 mmol/l sid (B)(6), initial=3.03 mmol/l /repeated on alinity (B)(6) =0.75 mmol/l on (B)(6), 2026 sid (B)(6), initial=2.60 mmol/l /repeated on alinity (B)(6)=0.91 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.